Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device kept on glitching every time when the nurse was trying to pull out the medication. A field service engineer (fse) replaced the pop latch on tower doors 1 and 3, and the customer verified all functionality worked without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower glitched every time nurse tried to take out a med and turned off. The device would come back up and tell nurse it's already been taken out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.